Event description:
Pt delivered her last child in 9/92, at term, vaginally and uneventfully. She had a routine postpartum exam on 10/16/92, and because she was breast feeding at that time she was going to use some type of barrier contraception. In 4/93, she began oral contraceptives after completing her breast feeding. She skipped a pill or two in july and rptr had gotten a quantitative hcg and the levels were in the 2-3 range which was probably just indicative of the test and not indicative of any type of pregnancy. The levels remained in that same range through july and august and certainly was not indicative of any type of pregnancy. She came in on 10/5 for her annual gynecologic exam. At that time she had stopped her oral contraceptives because she was having headaches and some visual symptoms. Her first menstrual cycle was very heavy, and then she re-started her oral contraceptives, at a lower dose. At the end of november, she was amenorrheic and came in for a pregnancy test and this began the series of positive tests in that low level range. The 11/30 quantitative was 59.3, the 12/6 quantitative was 52.8, and the 12/12 quantitative was 54.3. Rptr had a d and e done on her hoping the dr would find some pregnancy tissue within the uterus on 12/16, but that came back proliferative endometrium. The ultrasound of the pelvis was done on 12/14 which demonstrated that tiny, probably insignificant right ovarian cyst. With the persistence of the quantitative hcg level in the same range, obviously this prompted the discussion of the use of methotrexate, with subsequent rescue.